Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was reported to be 177 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report be submitted if the device is rec'd.